Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: oblique lumbar interbody fusion (olif curved end plate protector) pre-operative diagnosis: lumbar canal stenosis(lcs) level implanted: l4/5 it was reported that intra-op, the iliac bone became an obstacle and the trial could not enter. The cage was crushed during insertion. The product came in contact with the patient. No fragment of the implant remaining in the patient. No patient symptoms or complications were reported in the event.